Event description:
On (B)(6) 2010, leica microsystems received a complaint from (B)(4) hospital regarding loss of nuclear detail in tissue after processing using a peloris tissue processor serial number (B)(4).

Manufacturer narrative:
Investigation of this event by leica microsystems is continuing.